Manufacturer narrative:
Address 1: (B)(6). This report is being filed on an international product, list number 8p07-77 that has a similar product distributed in the us, list number 8p07-21/ -31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I hiv ag/ab combo results on an 18-month-old infant whose mother had a confirmed diagnosis of hiv. After completing the prophylactic therapy, the infant was getting breast milk from the mother. The infant¿s hiv results from other methods were positive. The following data was provided: alinity result = 0.42 s/co (nonreactive). Alinity result with hbt (heterophilic blocking tubing) = 0.45 s/co (nonreactive). Alinity result post high-speed centrifugation = nonreactive. Mindray result =1.23 (positive). Mindray result with hbt (heterophilic blocking tube) = 1.23 (positive). Mindray result after high-speed centrifugation = positive. Elisa result = positive. Colloidal gold result = negative. Colloidal selenium result = negative. Western blot result = negative. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I hiv ag/ab combo result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. However, data were inconclusive as reactive and non-reactive results were obtained with different methods, but no rna results were provided to determine if the baby is really hiv infected or if potentially hiv antibodies from the baby derive from maternal-infant transmission. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 42104be01 and complaint issue. Labeling was reviewed and found to be adequate. In-house testing of a retained reagent kit of the complaint lot was performed, and specifications were met which indicates the product is performing as expected. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016). The seroconversion panel results were compared to hiv test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive for the seroconversion panels. Based on these data, it showed that the sensitivity performance of the lot is not adversely affected. Based on our investigation, no systemic issue or deficiency with the alinity I hiv ag/ab combo reagent for lot 42104be01 was identified.